Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, 3 months after an unicompartmental knee arthroplasty had been performed, the patient has been experiencing pain during walking. According to the treating surgeon, the 3-month x-rays assessed may indicate that there is a partially broken anchor component. No further surgical intervention has been indicated or scheduled at this time.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation but the reported event could be confirmed with the x-rays provided and the conclusions of the clinical/medical review. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Two x-rays have been provided which supports the complaint. The patient's current condition is unknown. Patient impact: the impact to the patient, would be the pain he continues to experience while walking. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to fit/size of device, surgical technique or postoperative care. The contribution of the device to the reported event could be corroborated as the device is partially broken according to the clinical/medical findings. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Two x-rays have been provided which supports the complaint. The patient's current condition is unknown. Patient impact: the impact to the patient, would be the pain he continues to experience while walking. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and product prints review could not be performed. A review of the instructions for use documents for engage partial knee system revealed that fracture has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action may be indicated.